Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to thermally damaegd esd700 diode array, u728, u718, l702, and l701 on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components on the distribution node pca. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt for an unrelated reason. Upon evaluation, a reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing.